Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Patient's representative reports bia-alcl diagnosis. The affected side, status of the device, and treatment are unknown.

Manufacturer narrative:
Reason for reoperation: lymphoma.

Event description:
Device has been explanted.